Manufacturer narrative:
The device, which is unknown if used during a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the scope was cloudy. A visual inspection was performed and showed the scope to have distal tip damage and broken lenses. This failure is confirmed not to originate from manufacturing, packaging, or labeling defects. This damage is caused by contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Event description:
It was reported that the scope was cloudy. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and no previous injury or harm has been confirmed to be caused by the device in the past, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.